Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) with blood glucose (bg) values that reached over 400 mg/dl and was diagnosed with diabetic ketoacidosis (dka). For treatment, the patient was given zofran intravenously (IV), insulin, nausea medication and medication for cramping. The patient was vomiting and ketones were high. The pod was worn between 4 and 24 hours on the abdomen. The patient was discharged after 5 hours.